Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion (pci) was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella was inserted into the left femoral artery with minor difficulty. The impella cannula became kinked which was reportedly caused by the patient's stiff aortic valve. The impella was still used to provide mechanical support during them pci procedure with no additional interventions required for the kinked cannula. The patient was weaned and the impella was explanted after a successful pci procedure.